Manufacturer narrative:
The returned device had the cannula assembly deployed. Inspection of the device found no defects or abnormalities that would lead to improper insertion of the cannula; a root cause for the event could not be determined. Investigation found that the exposed portion of the soft cannula was kinked and stretched. A leak test also found that the cannula was torn, allowing fluid to exit from the tear. It cannot be determined when or how these damages occurred. Data downloaded from the device shows no timeouts or drive stalls that would indicate a struggle to deliver insulin. No other defects or abnormalities were found during investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (arm). As treatment, a new pod was applied.